Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report no delivery alarms during an infusion set change. During the call, the customer was asked to check her blood glucose because she was not following instructions. Her blood glucose was 387 mg/dl. The customer put the phone down and did not return for 15 minutes. The paramedics were called and advised of the situation. Attempted to call the customer, but the call went straight to voicemail. Nothing further was reported.